Event description:
On (B)(6) 2012, the pt reported that the cannula on his infusion set was bent. He said, the cannula was bent during insertion. The pt removed the infusion set and inserted a different model of infusion set. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion set was replaced and was requested to be returned for product eval.